Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratches on display window, which were noted during a visual inspection. The device had intermittent button response due to moisture damage on the keypad traces. There was moisture damage noted on lcd board, motherboard and motor assembly.

Event description:
It was reported that the insulin pump had been exposed to fluid after it had been dropped in the toilet. The blood glucose 236 mg/dl. The customer stated that there was no visible moisture noted in the device. The insulin pump passed the self test during troubleshoot. The customer requested replacement of the insulin pump despite troubleshoot showing that it was functioning properly. Nothing further reported.